Event description:
A report was received that the pt felt pain and warmth at the ipg pocket site. The pocket site was tender to the touch. The physician explained to the pt, that this was due to the inflammatory response of the body to a foreign object. The pt was prescribed a lidocaine patch.